Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. The number of turns to retract the helix is greater than specification due to dried tissue/body fluid in the sleeve head. This is not a lead failure.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead was difficult to advance forward due to a tight entry point. When the lead was removed for repositioning, it was noticed that the helix was extended, but the helix had not been prior to insertion. The rv lead was not implanted and was replaced with a new lead. It was also reported that during implant, the right atrial (ra) lead was difficult to advance forward due to a tight entry point. When the lead was removed to gain a new access point, there appeared to be blood inside the insulation. The ra lead was not implant. The physician requested a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.